Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error caused by loose drive support disk. The insulin pump passed displacement test. The insulin pump has minor scratches on the lcd window, cracked case at the reservoir tube window corners and belt clip slot.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the insulin pump excessively alarmed no delivery. Customer stated that the loose support cap is sticking out. Customer's blood glucose values ranged between 400 and 560 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.